Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that the left eye viewer on the second surgeon side console (ssc) had gone black after being initially functional during system setup. Tse asked the user whether the display was completely black or whether the backlight was present, but this could not be confirmed. Tse noted that a similar symptom had occurred previously and was documented under related record 1905598 and instructed that the system be power cycled when possible. The reporter later called back to report that the power cycle did not restore the display. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed with only one ssc instead of 2 as troubleshooting did not help.